Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported the vacuum became loose when the tube is inserted and when we tried to remove the needle, the needle remains in the vein. This happened only once but it is quite dangerous if the needle remains inside the subject vein.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type" provided in the initial MDR 3014312726-2024-00311. The previously reported report type is adverse event and product problem was incorrect. The correct report type is product problem only.